Manufacturer narrative:
It is unclear the cause of the patient's infection, sterlization parameters were verified for this device lot number, and no other reports of infection have been recorded for this lot at this time. The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or information another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.

Event description:
Sixteen days after implantation, the patient had a reoperation to washing out the surgical site due to an infection. Ten days later another wash out was performed. Two days after the final wash out the surgeon decided to perform an alif where the barricaid device was removed.